Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is lymphadenopathy. Reoperation has not been scheduled at this time.

Event description:
Patient reported "bilateral exchange from textured to smooth due to the patient concern with the product. Patient reported fatigue, left implant hardness, pain and swollen lymph nodes." Device remains implanted. Left side.